Event description:
It was reported the display for av (atrial ventricular) interval not readable after 30 seconds. It was also reported the screen flickers and some of the segments can not be seen. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests. Analysis found the upper case, lower case, one bail cover, and ring cover are broken. Once bail cover and one bail are missing. Battery contacts are compressed and the keyboard is scratched. (B)(4).